Manufacturer narrative:
Evaluation summary: one device sample was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product met specification as received. Visual inspection showed the device was locked as received. There was a wire loop seen near the jaws. The investigation noted that the device would occasionally snag while opening. When the device was split apart and investigated, it was found that the ski track was catching the ski because the ski had a flash from the component molding. The knife extended and retracted smoothly using the trigger. The knife cut was tested on a silicone test strip with acceptable results. The investigation identified the root cause of the reported event to be a component defect. Such defects have been very rare. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure on (B)(6) 2016, the device had a jaw issue. It was difficult/impossible to open the device. There was no patient injury.